Event description:
A reporter called to report that she received 9 covid-19 test kits. She said her son and her used 4 out of 9 kits and none of them work. Reporter said the original expiration date was november 18, 2022 but it was extended to may 18, 2023. Ref reports: mw5117444, mw5117445, mw5117447.